Manufacturer narrative:
Metal interference from the bed caused the sporadic tracking seen from the system. Software was behaving as designed. No impact on pt outcome.

Event description:
Site called and was having trouble with the emitter and the registration probe during an ent case. It was flashing between red and green status. The event did not occur during surgery and no pt present.